Event description:
The customer reported falsely elevated magnesium results generated on the architect c4000 processing module for multiple samples. The following example data was provided (customer provided normal range: 1.8 to 2.6 mg/dl): (B)(6) 2025: initial result (lot 66313ud00) = 7.06 mg/dl, repeat = 2.16 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
H6 - component code was updated. The field service representative (fsr) inspected the instrument and replaced the bellows set, incl rod & fitting (rohs) and the aero c8k pop vlv. The parts replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data identified no similar issues related to the architect system, likely cause parts, or discrepant results as described in this ticket. Additionally review of complaint and trending data associated with the bellows set, incl rod & fitting (rohs) and the aero c8k pop vlv did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6), the bellows set, incl rod & fitting (rohs), or the aero c8k pop vlv were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated magnesium results generated on the architect c4000 processing module for multiple samples. The following example data was provided (customer provided normal range: 1.8 to 2.6 mg/dl): 06may2025: initial result (lot 66313ud00) = 7.06 mg/dl, repeat = 2.16 mg/dl . No impact to patient management was reported.